Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported that the patient had both scs systems explanted in 2024, specific date is unknown, for an unknown reason.